Event description:
It was reported that the device was damaged due to exposure to external beam radiation therapy (for cancer treatment). The device had experienced a power on reset. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and no anomalies were found.